Event description:
A customer contacted haemonetics on (B)(6) 2012, to report a fluid spill inside of the orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012, to report a fluid spill inside of the orthopat machine. No donor or operator injury was reported. The device has not been evaluated; therefore, the reported issue can not be confirmed. A follow-up report will be filed when add'l info becomes available. (B)(4).